Event description:
Procedure type: laparoscopic sigmoid resection. According to the reporter: the surgeon articulated the egia and he pushed on the distal tip of the dlu to get more from the articulation. The instrument transected without placing the staples. He did a pfannenstiel and fired a ta on the rectum to correct the situation. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. No reinforcement material was used. No extension to surgical time required. Nothing fell in the surgical cavity.

Manufacturer narrative:
(B)(4).